Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. At two minutes into the procedure, there was a pressure error recorded. The physician removed the catheter, and performed a hysteroscopy and did not see anything wrong. Another catheter was pulled and used to continue the procedure. The balloon pressure was kept at 160-170mmhg and the treatment was completed at eight minutes. Postoperatively, it was reported that the patient returned to the hospital in severe pain, and was admitted to the hospital showing signs of peritonitis. A laparotomy was performed and three perforations of the bowel were noted. It was also noted that there were feces in the bowel, and that the fundus of the uterus had a full thickness burn. A general surgeon performed a resection of the bowel and a hysterectomy was performed. The patient subsequently expired.

Manufacturer narrative:
Although the exact lot number involved in the event is unknown, the account reports the following lots as used in this case: lots: xamg08, uhmg13. Conclusion: in this case, the device functioned properly, detecting the likelihood of perforation with the pressure drop. Hysteroscopy was inadequate in detecting the perforation, leading to a second attempt. In this case the unit functioned properly, but a failure by the physician to recognize the perforation with hysteroscopy led to the injury during the second attempt.